Event description:
It was reported the patient died during cataract surgery. The physician felt the death was related to the system; it was classified as sudden cardiac death. It was also reported there were many episodes of vf that were successfully treated by the device. One episode of vt was reportedly not sensed and therefore not treated. The death certificate notes the underlying cause of death as cardiac arrest arrhythmia. The physician also noted it as 'heart-failure related'.